Manufacturer narrative:
(B)(4). The device was returned and evaluated for the event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. External/internal inspection was performed and passed. Functional testing was performed. Upon conclusion of the investigation, the cause of the issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 19:38:02. During night drain cycle four, the patient's ultrafiltration reading was 624ml, indicating the home patient (hp) drained 624ml more than their maximum programmed fill volume of 1000ml. No additional information is available.